Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected in the middle of the balloon (at 80 mm from the proximal weld joint of the balloon). The tactile inspection did not report any other anomalies on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon kept showing pronounced wrinkles in the middle of the balloon. - 2 bar: the balloon kept showing wrinkles in the middle of the balloon, with a change in the profile, in correspondence of the twisted point. - 7 bar: the wrinkles on the balloon were scarcely visible. - 14 bar: the wrinkles on the balloon were no more visible. A little twist on the guide wire lumen was detected. Image review: one still image was returned for review. The image shows the balloon inflation and an anomaly in the middle of the balloon length. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. (B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the right mid superficial femoral artery. The lesion exhibited moderate tortuosity and little calcification. Artery diameter: 6mm x 100mm. The device was inspected and prepped prior to use with no issues noted. The device was been used with a 5fr sheath and a non-medtronic inflation device. No excessive force used during delivery to the lesion. During the procedure the device was unable to fully inflate, a focal area of no contrast was visible in the dcb portion. No difficulty noted during deflation of the device. Another device was used to complete the procedure, no clinical sequelae reported. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.